Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to data error of scope circuit board, b30(scope communication err) (no image). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited scope error. The issue occurred during inspection for use. There were no reports of patient involvement.